Event description:
It was reported by service report that the breakaway head section would not latch in the up position. The head section release bar was reportedly jammed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar on breakaway head section.